Event description:
After introduction of the phaco tip into the nucleus of the cataract by the md, a significant scleral burn was noted & the handpiece was exchanged. 3 sutures were used to close the wound after completion. The handpiece had the correct tip & sleeve at the time of the incident. The machine settings were at the md's usual settings. No changes were made. The handpiece was sent to alcon for investigation.